Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the hospital for unrelated procedure. The atrial lead had multiple auto mode switch episodes since 8/28/2017 possibly due to noise. The lead exhibited normal sensing, capture and impedance. The noise was not reproducible. No intervention was performed. The patient was stable and will continue to be monitored via remote transmission.